Event description:
It was reported the needle was separated from the device during patient puncture. No patient harm was reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for evaluation. The complaint of a cannula/hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever.". The customer report of a needle cannula separation from hub was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the needle was separated from the device during patient puncture. No patient harm was reported.